Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's power supply and blower were replaced to address the issue.